Manufacturer narrative:
Sensor 3mh001kmdv0 was returned and investigated. A visual inspection was performed on the returned sensor patch and sensor plug assembly, no issues were observed. Sensor data was extracted and found to be in sensor state 5 (indicating normal termination). It was identified that the low temperature ratio parameter was configured incorrectly to zero (0) instead of the specified value of 187. This incorrect value prevented the bluetooth integrated circuit from being turned on at normal operating temperatures, resulting in no bluetooth communication between the puck and either the reader or freestyle librelink application. This issue is therefore confirmed. Adc product quality engineering (pqe) investigated this alarm-2 (signal loss alarm) complaint. It was determined that the freestyle libre 2 sensor reported in this complaint was manufactured at flex buffalo grove (fbg) with the incorrect low temperature ratio parameter of zero (0). The low temperature ratio parameter setting should be set at 187. The incorrect low temperature ratio parameter will prevent the sensor bluetooth low-energy (ble) radio from enabling in the operational temperature range, and as a result the system will not be able to present glucose alarms. This failure mode was identified during investigation of the track and trend review related to alarm-2 cases in (B)(6) 2020. This issue was addressed in the field by adc (B)(4). Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. The temperature ratio setting is in the machine software and therefore, not captured in the DHR. As per the qr initiated for this issue, immediate, corrective, and preventative actions were identified as follows: software on affected kit pack lines has been updated to prevent the resetting of the low temperature parameter to ¿0¿. Impacted product within manufacturing control was determined to either be immediately scrapped or reworked. Rework and scrap of impacted product is currently in process, with an anticipated competition of (B)(6) 2021. Update packaging line test limits and associated packaging line validation protocols to include applicable product software parameters for verification. This will ensure that the validation of additional packaging lines will include all the appropriate parameters for successful verification and validation. Anticipated competition date of this corrective action is (B)(6) 2020. Update validation process to include requirements to perform functional testing of product to user requirement specifications. Anticipated competition date of this corrective action is (B)(6) 2020. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported a signal loss issue with the adc freestyle libre 2 sensor, which resulted in the low glucose alarm failing to trigger. The customer experienced unspecified symptoms of hypoglycemia, and was treated with glucose by the caregiver. There was no report of death or permanent injury associated with this event.